Event description:
Allegedly, eprd reported 5 new complications for profemur® preserve first revision (2 periprosthetic fractures, 2 other, and 1 unknown events). No further information was reported this incident is capturing 1 unknown event.